Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This condition is an ancillary service event opened during the investigation of another condition. The cause was identified to be a malfunction in the slide clamp detection circuit due to a defective safety slide clamp assembly.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an occurrence of failure code f-27 on power up. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.